Manufacturer narrative:
No unexpected button error alarm, battery out limit alarm, blank display or audio anomaly was noted. The insulin pump passed the self test, displacement test and off no power test. The operating currents were within specification. However, intermittent up and down arrow button response was noted due to corroded keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads. Moisture damage was noted to the motor assembly, liquid crystal display circuit board and radio frequency circuit board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump stopped working. The device had a crack and it fell into the pool. The device had also alarmed button error. Customer wasn't sure of the alarm but stated the device counted to seven and it might have alarmed battery out limit and the screen went blank. Troubleshooting was performed for button error. Customer's blood glucose was 112 mg/dl. Customer is manually using reservoir to push the insulin. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.